Manufacturer narrative:
As part of the investigation, the customer performed a sequencing and obtained "clostridium malenominatum (similarity : 98%) / clostridium tetani (similarity : 94 %)". The strain was returned and tested by biomerieux. A no identification result was obtained when tested on the vitek® ms instrument. This is consistent with the sequencing performed by the customer. The clostridium malenominatum strain is not in the knowledge base. R&d analysis of quality control results showed that spectra obtained are far away from the spectra of c. Tetani, which is included in the current knowledge base. This is also consistent with sequencing result.

Manufacturer narrative:
Following the reported event, a biomerieux field service engineer visited the customer site regarding the reported issue. He collected the data files from the system associated with the event. The data files were reviewed and didn't show any indication of "streptococcus" identification, as initially reported by the customer. The data files did confirm that the system repeatedly provided no ID, no identification. The data files investigated show that the bacteria spectrum doesn't correspond to any spectrum, including clostridium tetani, present in the system library. Therefore, the system returned the proper result of no identification. The investigation concludes that the performance of the vitek ms is within specification. Although the customer issue could not be confirmed, the most probable root cause of the reported event is sample related.

Event description:
A customer reported to biomerieux that their vitek ms system identified a patient sample as streptococcus and no ID instead of clostridium tetani. The sample was collected from a patient's wound, plated on schaedler agar + 5% sheep blood, and incubated in an anaerobic atmosphere (genbag anaer) for 24-48h. The customer performed several tests on the same sample. The gram staining gave an image that suggested the presence of clostridium tetani and subsequent api 20a gave clostridium spp. The customer reported that vitek ms gave streptococcus and "no identification" as results. Customer repeated the test on the vitek ms several times with the same sample and the result was repeatedly "no identification". No further information was provided on the streptococcus result obtained by the system. The vitek ms results were not reported to the physician. The patient was properly treated with ciprofloxacin and clindamycin based on symptoms and other available test results.